Event description:
Initial reporter indicated that they performed a system diagnostics test in their office that resulted in high impedance, indicating a possible lead malfunction. The physician reported he had performed a system diagnostic test a month earlier with the same results. The physician reviewed x-rays and did not visualize any lead discontinuities. X-rays review by manufacturer did not identify any anomalies. Revision surgery is likely.

Manufacturer narrative:
Xray reviewed by manufacturer yielded no lead discontinuities. Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Additional information was received that the patient's device was disabled on (B)(6) 2007 and set at 0/30/500/30/5/0/60/500. Since that time it was reported that the patient's mother noted that she had been able to see the patient's lead visibly taut and reported that is because the patient has grown since her initial implant. The patient is now having an increase in seizures that is why the parents are looking for a replacement of their device. At this time no surgery has been planned.

Event description:
Additional information was attained from the patient's mother that she had noticed a lump on her childs neck a couple of nights ago and when she tried to touch it they became upset and wouldn't let her touch it. She then took them to see their neurologist and x-rays were taken. The device is still off at this time (turned off (B)(6) 2007) and family will be deciding whether or not they will have a revision or have the system explanted. X-rays were received for review. The generator is visualized in the left upper chest in a normal orientation. Filter feedthru wires appear to be intact, and the lead pin does appear to be fully inserted into the header of the generator based on the views available. The lead body is intact at the lead pin. The lead body and electrode site were able to be visualized. The electrodes appear to be implanted at c5 level. The electrodes appeared to not be in alignment. The negative electrode is not in alignment with the positive electrode based on one lateral view. It is unable to be assessed if it has detached from nerve or related to body positioning. In the other lateral view with the shoulders forward, the electrodes do not appear to be detached from the nerve. Of significance, there appears to be a lead break in the area distal to the tie-down that is visible in the lateral neck image. A strain relief bend is present, but a strain relief loop is not present. One tie-down is present securing the bend. A large subcutaneous loop should also be formed and secured with a tie-down. The strain relief should be adequate to allow for full neck movement to its maximum stretched positions. Most of the lead was visible. Some lead is behind the generator, and therefore, this portion cannot be assessed. Based on the x-ray review, there is likely a lead break distal to the one tie- down that caused their high lead impedance. The negative electrode being detached from the nerve cannot be ruled out and could be related to body position in the x-ray.

Event description:
Additional information was received stating that the vns patient was referred for surgery to explant her device. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that one of the helices from the vns patient¿s lead had previously detached from the patient¿s nerve. The patient was referred for surgery to explant her device but no known surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent lead and generator explant surgery on (B)(6) 2014. It was reported that the patient was not implanted with replacement devices because the generator had been disabled for a long time and the patient's mother indicated that the seizure rate was acceptable. The explanted devices have not been returned to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead break. Device failure occurred but did not cause or contribute to a death.